Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The complaint of drug not flowing can be confirmed. The probable cause is due to errant solvent application error during assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was stated reported that the drug solution won't flow. The event occurred in the facility. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.